Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information: (B)(6). Distributor: (B)(4).

Event description:
The event involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer and it was reported that 0.2-micron filter on trifuse extension set found leaking around the 48-hour mark. There was patient involvement, and no patient harm.